Manufacturer narrative:
This report is filed march 23, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced a sudden loss of connection to the internal device subsequent to sustaining a head trauma. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016. The patient was re-implanted with a new cochlear device during the same surgery. This report is filed may 6, 2016.

Manufacturer narrative:
This report is filed may 24, 2016.